Manufacturer narrative:
Exact date unknown, event occurred two years ago. Explant date: two years ago.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.